Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation and a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. The rod has fractured approximately 1/3 of the length from the back end of the rod, the same level as the corpectomy. Inspection of the rod shows it was within dimensional specifications. There are no visible signs of manufacturing defects. There are however signs of wear on the surface at the break point. It is not possible to determine if the wear occurred prior/ during insertion or during removal. X-rays of the implanted corpectomy cage shows possible migration, which could have led to loss of stabilization, putting undue stress on the rod. We are unable to determine the exact cause of the break.

Event description:
It was reported to globus that a few weeks after surgery, the patient came back to the clinic with pain. X-rays show broken rod. A revision surgery was necessary to remove the broken rod.